Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was at 90 mg/dl. The customer stated he had trouble with his pump and was send a replacement pump. The customer had a spare pump which he intended to use until his replacement pump arrived, but it was not working. The customer stated the insulin pump alarmed unexpected restart and the keypad was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan.